Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implantation procedure, "my left implant lens is foggy and now I can't read up close anymore like I use to with my contact lens. I am not happy about these lenses". Additional clarification was provided by the consumer, who reported that her right eye is fine. She is only concerned with the left eye. She reported that it started 6 months ago. She was told by her physician that the eye drops she was using for dry eyes may cause her to experience some foggy vision. She reported that she is currently using different eye drops and her eye care provider has been trialing different options. She does not recall the name of the drops or treatments.